Event description:
"It was reported by the sales rep that during a total hip replacement the needle broke while suturing the subcaticular layer. A different suture was opened to complete the case. There were no patient consequences. There is no product to return as the account stated to the sales rep that they used the wrong needle and did not want to submit the product for evaluation." (B)(4).

Manufacturer narrative:
There is no product to return as the account stated to the sales rep that they used the wrong needle and did not want to submit the product for evaluation. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. No product evaluation can be performed. Without the finished good lot number it is not certain if there were any quality issues against the needle component or the lot. However, a record review was performed for the finished goods lots purchased during the past six months for this item. Eight (8) device history records were reviewed. There were no non conformances issued for these lots. Needle supplier, which is our customer as well, was contacted to verify if there were any quality issues related to the needle batches. Supplier confirmed that no ncrs were generated as part of the manufacturing process of the needle lots. Finished good product were received into inventory without quality issues. The product from these finished good lots and all of the components met surgical specialities puerto rico inc. Requirements throughout the incoming, manufacturing and the final inspection process. Reference: complaint number (B)(4) (ethicon's complaint number (B)(4)). Item number sxmd2b401 stratafix spiral pga-pcl knotless tissue control device 2mh -0- undyed monoderm 36x36, lot unknown.